Event description:
I used renu with moisture loc contact lens saline solution. I was taken to the hospital ER with severe pain in my right eye. I was seen daily by an ophthalmologist (I'm a student). I was diagnosed with a fungal corneal ulcer. I spent weeks flat on my back in a dark room doing nothing while treating the fungal ulcer. I missed classes throughout the treatment. I have permanent scarring of my cornea. I stopped using renu once I heard of the recall.